Event description:
Our rep is reporting that during a shoulder repair a portion of the distal end of a vapr hook electrode broke off into the joint space. Used suction to remove the fragment, but does not know if the fragment was flushed from the body. The repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, historically, the reported failure mode of the device is consistent with the device being used as a pry or hook along with the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.